Manufacturer narrative:
(B)(4). The steroid plug was noted to be shifted out of position. External insulation abrasion was noted at 30.5-31.4cm from the connector pin, consistent with clavicle crush. The etfe coating was intact at this location.(B)(4).

Event description:
It was reported that during interrogation, exit block was observed. The lead was explanted and replaced when repositioning was unsuccessful. The patient is doing well.